Event description:
The report indicated that foam was observed by the clinician in the venous compartment during cardiopulmonary bypass. The device was changed out with no patient compromise reported.